Event description:
The recipient is reportedly experiencing no lock. Programming adjustments were made, however, the issue did not resolve. Device testing could not be completed due to loss of lock. Revision surgery is under consideration.

Manufacturer narrative:
Advanced bionics considers, the investigation into this reportable event as closed. The recipient will not be pursuing revision surgery at this time. This is the final report. Disclaimer: advanced bionics does not intend, that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed and silicone damage was observed on the bottom cover of the device. These are believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock could not be obtained at any spacing. The condition of the electrode prevented an electrical test from being performed. The device passed an electrical test. The residual gas analysis (rga) test was above the test limit. This device had moisture that exceeded the residual gas analysis (rga) test limit. Based on an assessment of the rga data, it is determined that this device was non-hermetic. A corrective action was implemented. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.